Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks following an in-clinic visit, a revision surgery was performed. During the procedure, a hole in the reservoir was found. The pump and reservoir were replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent functional and leak testing. Visual inspection found that the pump tubing was cut to the pump block and was not returned for analysis; furthermore, the pump passed leak testing, but it did not pass the activation test. The reservoir component was not returned for analysis; therefore, product analysis was not able to be performed. Based on the information available and analysis results, the pump not passing activation test could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks following an in-clinic visit, a revision surgery was performed. During the procedure, a hole in the reservoir was found. The pump and reservoir were replaced. No patient complications were reported.